Event description:
It was reported that during a total laparoscopic gastrectomy procedure, the staples were delivered, but the anastamosis did not hold together. Pt was given a laparotomy and another ecs21 from a different batch number was used to complete the case. Anastomosis was checked and was satisfactory. The pt has been discharged home and there were no other pt consequences.